Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that crosstalk was observed via remote transmission. As secure sense would prevent inappropriate shocks, it was decided that the device will continue to be monitored for increasing frequency. No further issues have been reported.